Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the batteries were draining quickly. The customer's reading was 400 mg/dl. The customer stated that she had high readings due to an injury. The customer checked the battery compartment and it was fine. The customer was advised to monitor the device and to call back if problems persisted. Nothing was replaced or returned for analysis.